Manufacturer narrative:
G4:19apr2021. B4:10may2021. There was no patient involvement. The service engineer (se) inspected the device and confirmed the reported issue. The unit would not power on. The se replaced the power board to address the reported issue. The unit was checked overall, cleaned, functionally tested, and no abnormality was confirmed.

Event description:
It was reported that the ventilator had a black screen. There was no patient involvement.